Event description:
It was reported by svc report that the head right siderail was stuck in the down position. It is unk if there was pt involvement or if there was adverse consequences to report.

Manufacturer narrative:
Result: timing link.